Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further investigation of the returned device on 18jul2023, it was discovered that the stent was not separated, and no unravelling of the stent was noted. The stent positioner was the unraveled/separated component. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): postal code: (B)(6). Occupation: risk management. PMA/510(k) #: k171603. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane amplatz ureteral stent set was opened and attempted to be used in a patient during an unknown procedure. The pigtail would not release properly, and when pulled out, the stent was noted to have a "white filament" connected to the distal tip. Upon device return to the manufacturer on 24mar2023, a preliminary visual examination found that unraveling/separation of the stent had occurred. The patient did not experience any adverse effects or require an additional procedure due to this occurrence.